Manufacturer narrative:
This is 2 of 2 reports for this event. The device was disposed in the facility.

Event description:
It was reported that two passes were made with the retrieval device to treat a right middle cerebral artery (mca) m2 occlusion. However, post intervention angiograms after second attempt showed persistent occlusion of a large m2 mca branch and significant vasospasm likely related to the catheterization. Significant vasospasm was noted in the cervical, petrous, cavernous and supraclinoid sections of the internal carotid artery (ica) and in the m1 segment of the mca. The procedure was aborted and the microcatheter (subject device) with the retriever device were removed from the patient. The large m2 mca remained occluded. The thrombus was not removed from the right m2 mca with pre- and post-procedure, the patient had a thrombolysis in cerebral infarction (tici) scores of 0. The patient was transferred to the intensive care unit in neurologically unchanged condition. There was no treatment for the observed vasospasm. The event was resolved. Five (5) days post procedure, the patient was discharged to the inpatient rehabilitation facility with a modified rankin scale (mrs) of 3. Thirty (30) days post procedure, the patient was discharged home. The physician stated that the vasospasm is likely related to irritation from the recent catheter and the retriever device.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, vasospasm is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that two passes were made with the retrieval device to treat a right middle cerebral artery (mca) m2 occlusion. However, post intervention angiograms after second attempt showed persistent occlusion of a large m2 mca branch and significant vasospasm likely related to the catheterization. Significant vasospasm was noted in the cervical, petrous, cavernous and supraclinoid sections of the internal carotid artery (ica) and in the m1 segment of the mca. The procedure was aborted and the microcatheter (subject device) with the retriever device were removed from the patient. The large m2 mca remained occluded. The thrombus was not removed from the right m2 mca with pre- and post-procedure the patient had a thrombolysis in cerebral infarction (tici) scores of 0. The patient was transferred to the intensive care unit in neurologically unchanged condition. There was no treatment for the observed vasospasm. The event was resolved. Five (5) days post procedure, the patient was discharged to the inpatient rehabilitation facility with a modified rankin scale (mrs) of 3. Thirty (30) days post procedure, the patient was discharged home. The physician stated that the vasospasm is likely related to irritation from the recent catheter and the retriever device.